Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had to charge the ipg more frequently than recommended. Surgical intervention is pending to address the issue.

Manufacturer narrative:
A patient experienced recharge burden was reported to abbott. As a result, the ipg was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.